Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the equipment failed in calibration at the 10 joules and 50 joules power. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.